Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of unexpected restart and blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that they were woken up by unexpected restart alarm. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to faulty component on the interface board. Unable to verify unexpected restart alarm due to blank display. Unable to perform displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had cracked case at the display window corner and cracked reservoir tube lip.